Manufacturer narrative:
D9: date returned to manufacturer; 1/29/2025. One device received for analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. The customer's reported problem was confirmed. Functional testing was performed and found the downstream occlusion sensor was faulty. The root cause was found to be the downstream occlusion sensor was faulty.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device does not recognize the cassette attached even though it is properly installed. The device was popping up with check cassette error message. There was unknown patient involvement and unknown patient harm/adverse event reported.